Event description:
It was reported that during the implant procedure of the right ventricular lead oversensing was observed which was caused by placement instability. Every time the lead touched the tricuspid valve, arrhythmia was caused. The physician went to move the placement of the lead and was unable to rotate the helix. The lead was removed and replaced with a new lead instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation conductor was distorted, there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing overlay was breached cut, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.